Event description:
The customer observed positively biased quality control results for multiple assays processed on a vitros 5600 integrated system following routine field service. Pt samples were not processed while quality control was unacceptable. There were no allegations of harm as a result of this event.

Manufacturer narrative:
The investigation determined that ocd field service had performed service on the luminometer module of the vitros 5600 system to address luminometer condition codes. The positively biased quality control results were the result of the luminometer performance not being verified following the service activity. Ocd field service calibrated the luminometer, returning the vitros 5600 to expected operation. The root cause of the positively biased quality control results is instrument related.